Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70, serial number (B)(6), batch/lot number 7079342, model/catalog description infinion cx lead kit, 70cm, unique identifier (UDI) # (B)(4). Lead sc-2317-70 (B)(6) was returned and analyzed visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The lead was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances observed on the leads of the spinal cord stimulator (scs) system. Reprogramming was performed but did not resolve the lack of adequate stimulation. The patient underwent a revision procedure in which the leads were replaced and is doing well post operaratively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number (B)(6). Batch/lot number 7079342. Model/catalog description infinion cx lead kit, 70cm. Unique identifier (UDI) # (B)(4). Lead sc-2317-70 (B)(6) was returned and analyzed visual and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The lead was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances observed on the leads of the spinal cord stimulator (scs) system. Reprogramming was performed but did not resolve the lack of adequate stimulation. The patient underwent a revision procedure in which the the leads were replaced and is doing well post operaratively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? Cx. Upn: m365sc2317700. Model: sc-2317-70. Serial:(B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances observed on the leads of the spinal cord stimulator (scs) system. Reprogramming was performed but did not resolve the lack of adequate stimulation. The patient underwent a revision procedure in which the the leads were replaced and is doing well post operaratively.